Event description:
It was reported that balloon rupture occurred. A 2.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter address (B)(6).